Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with the heavily calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed and heavily calcified lesion in the superficial femoral artery. After nine passes of atherectomy were performed, the 7.0x80mm armada percutaneous transluminal angioplasty (pta) catheter was then advanced without resistance and inflated an unknown number of times when the balloon ruptured. The rated burst pressure was unknown but was noted to be at or below nominal. The device was removed without reported issue and replaced with another armada 35 pta catheter to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.